Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device tested positive during culture test with the following details below: lab reports with microbiology commentary : non-compliant results. Sequestration of the endoscope scheduled sampling: 12/7/21- penicillium sp at 7 cfu 12/08/21- absence of indicator microorganisms, microoroganism detected at distal end greater than 25 cfu , canal at 2 cfu 12/15/21- staphyloccoccus aureus 4 cfu at distal end and 3 cfu at the channel 12/22/21- acinetobacter ursingii (distale end) at 4 fcu, channel at 3 cfu below are information on customers cds checklist: cds: paa_manual treatment detergent/disinfectant- salvanios the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) has not yet been received for evaluation . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was lifted. The switch button one rubber was scratched, their was insufficient angulation, the suction function check failed, and the suction cylinder marking was peeled off. However, these defects alone are not considered severe enough to cause a potential adverse event. The ofr (olympus france) hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) conforms, with the following results: - channel rinsing water: <1cfu/ endoscope. Distal end: 2 cfu/ endoscope micrococcaceae, coagulase negative staphylococci ofr french olympus subsidiary for hmi results obtained comply with the target level defined in the regulations of france outlined on (B)(6) 2016. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.